Manufacturer narrative:
Concomitant product: product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2016, product type pump. (B)(6). (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl and bupivacaine (unknown concentration and dose) in an implantable pump for spinal pain. The patient had a post-operation appointment today and the pump was interrogated. Unknown to the hcp at the time, the telemetry signal did not complete and the pump reverted to stopped pump mode. The issue was discovered later in the day when the patient attempted to use the personal therapy manager (ptm) at home and was unable to receive a bolus. No patient symptoms were reported. The patient went back to the hcp's office and the pump was interrogated a second time. It was noted the pump was in stopped pump mode. The hcp was able to successfully reprogram the pump to the desired settings. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, product information, troubleshooting, and if the cause of the issue was determined . If additional information is received, a follow-up report will be submitted.